Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test passed and passed mushroom head check. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
A peritoneal dialysis (pd) patient stated the dialysis cycler cassette had "busted" open while in the cassette door. The patient stated when he removed the cassette after ending treatment the back of the cassette was torn open allowing solution to come in contact with the inside of the cassette door. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak and reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. The pdrn stated the sample was discarded and was no longer available for evaluation.